Event description:
Procedure: lavh. According to the reporter: when using the endostitch, it appeared that the needle broke in half and that part of the needle was missing. However, after further investigation, it was determined that the needle did break in half but that each half was still in each jaw of the endostitch. So the entire needle was found. There was no pt injury. They opened another endostitch to complete the case. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparatomy, re-operation, conversion to open procedure, or extended or time.

Manufacturer narrative:
(B)(4).